Manufacturer narrative:
The investigation determined that discordant, reactive vitros anti-sars-cov-2 total (cov2tot) results were obtained from multiple different patient samples when processed using vitros cov2tot reagent lot 0220 on a vitros 5600 integrated system. A definitive assignable cause for the discordant reactive cov2tot results could not be determined with the information provided. Based on limited quality control results a vitros cov2tot lot 0220 reagent performance issue is not a likely contributor to the event as qc fluid results were within the correct IFU interpretation region. However, as qc fluid results were only provided for 18 december 2020 a reagent issue cannot be completely ruled out as a potential cause. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0220. Additionally, an instrument issue is an unlikely contributor to the event, as there was no evidence to suggest an instrument malfunction. However, diagnostic precision testing on the vitros 5600 integrated system was not performed and therefore, an instrument issue cannot be completely ruled out. Pre-analytical sample processing could be ruled out as a contributing factor, as it was established the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The most likely cause of the discordant results in this case is the vitros cov2tot test generated false reactive results for the samples under test, possibly due to the presence of sample specific interferents in the samples under test. False reactive results may occur due to cross-reactivity from pre-existing antibodies or other possible causes. The vitros cov2tot IFU does not preclude the possibility of false positive cov2tot results. Laboratory test results should always be considered in the context of clinical observations and epidemiological data in making a final diagnosis and patient management decisions. A definitive cause of the event was not determined. (B)(4).

Event description:
A customer obtained discordant, reactive vitros anti-sars-cov-2 total (cov2tot) results from different patients when processed using vitros cov2tot reagent lot 0220 on a vitros 5600 integrated system. Patient 1, vitros cov2tot result of 27.3 s/c (reactive) versus the expected result of non-reactive. Patient 2, vitros cov2tot result of 40.1 s/c (reactive) versus the expected result of non-reactive. Patient 3, vitros cov2tot result of reactive versus the expected result of non-reactive. Patient 4, vitros cov2tot result of reactive versus the expected result of non-reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection. Patient management was not influenced based on the vitros results and there was no allegation of patient harm as a result of this event. This report is number two of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).